Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the bard/davol composix mesh (device #2). An additional supplemental emdr was submitted to represent the bard/davol flat mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per additional information provided: (B)(6) 2004 - patient was diagnosed with ventral hernia thereby underwent open repair with implant of bard flat mesh (device 1). Per op notes, ¿a large fascial defect just right and below the umbilicus. The sac was dissected away. A bard flat mesh (device 1) was placed and sutured.¿ (B)(6) 2005 - patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with implant of composix mesh (device 2). Per op notes, ¿the hernia sac was identified, and the incarcerated omentum were reduced. The old mesh (device 1) was noted. A 10x15 composix mesh (device 2) was placed and tacked.¿ (B)(6) 2015 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with excision of bard flat mesh (device 1) and composix mesh (device 2) and implant of synthetic mesh. Per op notes, ¿old midline incision was opened below the umbilicus and opened. The hernia sac was opened, and the adherent omentum was dissected down. The hernia was reduced back and excised. A synthetic mesh was placed and sutured.¿